Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Mechanical interaction with blood (hematuria): data log was not provided or could not be retrieved from the remote server. The cause of the mechanical interaction with blood issue was not determined without returned product investigation and sufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Event description:
The user facility reported an impella cp was placed to support a patient admitted in with a past medical history and new arrest and cardiopulmonary resuscitation. The impella cp was placed and allowed for support but it was explanted with hematuria and consideration of possible hemolysis. The patient's urine was pink tinged. Plasma-free hemoglobin was sent out and lactate dehydrogenase and lactate were on a downward trend. Additional information was received. Hemolysis was never confirmed. The pump was discarded once removed. The pump was not removed due to hematuria. It was removed due to the significant improvement of the patient.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.